Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on a in house system and driven. The instrument passed recognition, cut, grip force and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A wet paper towel was placed in between the grips and foot pedal was activated, and white smoke was observed. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the instrument failing to seal if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci gastrostomy surgical procedure that the endowrist one vessel sealer instrument's cautery function would not energize. On 10/16/2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. It was stated that sealing issues were observed with the vessel sealer instrument, approximately half way through the procedure. The vessel sealer instrument's cauterizing function worked as expected, then it's function became intermittent throughout the procedure. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.